Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed. A field service engineer (fse) found half height drawer 2.1 reported as failed, but no failures were present at the station. Used test software to eject all cubie pockets and cleaned underneath, then removed the drawer to inspect and reseat all cables. Also identified a damaged cubie pocket in full height drawer 5 due to spilled medication, ejected the pocket, and provided it to the pharmacy for replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.